Event description:
Customer reported a button error alarm on the insulin pump. Customer stated that one of the buttons may have been pressed for three minutes or longer. Customer's current blood glucose reading is 248 mg/dl and stated that it is a little high due to eating. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.